Event description:
A consumer reported that following intraocular lens implant surgery, he was seeing halos and had blurry vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/01/2009, 07/06/2009, 07/08/2009, 07/13/2009, and 07/14/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/31/2009.